Event description:
It was reported that this insertable cardiac monitor (icm) device battery reached recommended replacement time (rrt) earlier than expected. Boston scientific technical services (ts) received a call from the boston scientific representative. The boston scientific representative provided icm device reached rrt after less than a year implanted. Subsequently, the icm device was explanted. During the procedure another icm device was implanted to continue monitoring. The cause of the battery depletion is unknown at this time. The boston scientific representative provided the icm device will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified an internal battery short that resulted in the observed premature battery depletion.

Event description:
It was reported that this insertable cardiac monitor (icm) device reached recommended replacement time (rrt) battery status earlier than expected. Boston scientific technical services (ts) received a call from the boston scientific representative. The boston scientific representative provided icm device reached rrt after less than a year implanted. Subsequently, the icm device was explanted. During the procedure another icm device was implanted to continue monitoring. Device has been returned and analysis performed. No additional adverse patient effects were reported.